Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads with the same lot number, only one of which was implanted. It was reported the patient underwent a trial procedure on (B)(6) 2016. The physician was unable to steer the lead in the desired position despite multiple attempts. The physician performed a blood patch as a precautionary step. There were no patient symptoms reported. Stimulation was provided with the other lead.